Event description:
(B)(6) admitted for surgery on (B)(6) 2011, for orif of non-union left ulna. (B)(6) readmitted on (B)(6) 2011, for I&d left ulna. A copious amount of gray fluid was evacuated at this time as documented by surgeon.